Manufacturer narrative:
Additional information through follow up, customer account provided additional information confirming the iol rotated 45 degrees, patient visual acuity issues due to salzman corneal nodules. There was no incision enlargement, no serious patient injury, no sutures, and no vitrectomy. No additional information was provided to johnson & johnson surgical vision. The following sections have been updated accordingly: date of event: (B)(6) 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Date of event: exact date not provided, best estimate is between 4/8/2019 - 4/24/2019. If explanted; give date: not applicable as the iol remain implanted in the patient's eye. The device was not returned for analysis as the lens remains implanted in the patient¿s ocular sinister (left eye); therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported intraocular lens (iol) model zct400 22.5 diopter lens was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019. Iol will be explanted on (B)(6) 2019 due to complaint of lens shifted off axis. Through follow up, customer account provided additional information confirming the doctor was able to rotate the lens back into position, and the lens was not explanted/exchanged. No additional information was provided to johnson & johnson surgical vision.